Manufacturer narrative:
Two mountaineer head to head cross connector inner screws (product code: 1883-41-200, were returned to the complaints handling unit. The returned inner screws and outer nuts were inspected for any discrepancies. One inner screw featured all of its thread torn off from the start of the body while the other had its thread broken at the start with no further damage. The outer nut was also found to have its thread damaged at its start. This damage may have occurred due to cross threading the outer nut on the inner screws upon insertion. Tightening an outer nut while it is cross threaded places an unexpectedly high amount of force on the threads of bot the nut and the inner screw, resulting in them being damaged or torn. This may have been influenced by the over-torquing tightener. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the damage to the threads of the inner screws and outer nut cannot be determined from the samples and information provided. This damage may have occurred due to inadvertently cross threading the outer nut onto the inner screws upon insertion. Tightening a nut while is cross threaded places an unexpectedly high amount of force on the threads of both the outer nut and inner screw. This may have been influenced by the over-torqueing tightener. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While final tightening the outer nut, the surgeon struggled to get the outer nut to torque out. Seemed like the torque is not calibrated properly and he over torqued which caused the inner and outer nuts to break.